Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in new condition. Functional testing confirmed the complaint. The cause was a faulty microswitch. The microswitch was replaced and the device passed functional and delivery tests. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that when the disposable was placed in the device, the "check disposables mode" alarm immediately went off. "You have to push the disposable too hard to get the device to circulate. When the hose of the disposable is moved, the alarm immediately goes off again. Patient involvement was unknown.